Event description:
It was reported that a spectrum pump was displaying a screen associated with a software update for the pump. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported constant software update screen, caused by a failed processor printed circuit board (pcb). The failed processor pcb was replaced.